Event description:
It was reported that the patient experienced withdrawal symptoms; nothing specific reported. A dye study was performed and it appeared that the catheter was disconnected at the pump port/in the pump pocket. The catheter came loose at the pump segment due to a fall from a dog pushing her down. A revision/replacement surgery was performed. It was noted the patient was "doing fine now". The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received later indicated that the pump was later explanted due to infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).